Event description:
It was reported that the user observed a brief low glucose on a Libre 3+ CGM with a nadir of 68 mg/dL, treated with approximately 18¿20 grams of oral carbohydrates including juice and glucose tablets, and glucose subsequently rose into range; no verifier glucometer check was performed and no symptoms were reported, with no device component issue identified and the device problem characterized as insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required, without indications of serious injury or illness. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.